Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during patient use, a ventilator generated a gradually louder abnormal noise. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). The manifold assembly was received for investigation. It was placed into the test unit, the system was allowed to run, and a knocking sound was heard. The pump passed calibration, but the values observed were lower than seen previously. The pump was removed and inspected for physical damage. The diaphragm was found to not have enough surface tension. The piston rods contained some corrosion, and a black residue was found on the piston rods. There are small specks of grease found on the outside of the bearing housing. The bearings are failing and the contamination on the rods is preventing the system from operating smoothly. The reported malfunction was confirmed.